Manufacturer narrative:
H3: product analysis of part # 6973000; lot # em19j029 visual and optical inspection confirmed the inserter tip has cracked due to overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. Pre-op diagnosis of patient was central stenosis. It was reported that during a cervical arthroplasty procedure at the c6/7 level, the inserter cracked while implanting the prestige lp. The event occurred intra-operatively, and there were no patient symptoms or complications as a result of this event. No treatment or additional surgery was performed. No further complications reported.